Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 reportedly stat that lead was stuck in the device. The physician was dr. (B)(6) at (B)(6) medical group, dept of cardiology in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).